Event description:
Healthcare professional (hcp) reported patient was injected with 0.55 ml of juvéderm® ultra 2 in the lips. Two weeks post-injection, patient experienced some kind of allergy causing filler migration, swelling of face and eyes, inflammation of lips, facial edema, puffy eyelids, pain in the head, and patient has feeling of going to die and or having a stroke. Patient also reported the non-device related events of eye lashes fall out, double and blurred vision, floaters in eyes, sinus pain, wrinkles, and body ache. Patient further stated the "inflammatory response from the filler has cause a rare, uncureable inflammatory breast cancer" which will take their life, deemed not related to the device. It is unknown if patient has been treated as patient has not been back to the office since injection.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of double and blurred vision (not device related) and breast cancer (not device related) are considered an unexpected adverse drug experience.